Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 5 months after the dental implant was installed in intraoral region #10 it was verified its non osseointegration. Patient had bone type ii. The implant was carried out immediately.